Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Error code e105 means a lamp error such as led disconnection or short circuit detection. The lamp error e105 may have occurred due to an accidental failure of a component on the led unit, because only about 3 years have passed since the device was manufactured. In addition, the front panel may have blinked because an abnormality was detected due to the occurrence of lamp error e105. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the white balance adjustment was performed using the gauze used by the user, but the front panel did not blink. When the device was connected to the olympus videoscope gif-h170, the front panel was blinked. And when this videoscope gif-h170 was connected to the video system center cv-170 which is an asset of olympus, no error occurred. When the cm board of cv-170, which is an asset of olympus, was installed in the device of the user facility, the front panel did not blink. In addition, the cm board of the device of the user facility was installed in the cv-170, which is an asset of olympus, but the front panel did not blink. According to the video provided by (B)(4), when the lamp button was pressed after the device was turned on, the indicator of the front panel was blinked and lamp error e105 was displayed on the monitor. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image discolored and the indicator of the front panel was constantly blinked. The user replaced the device to another device and completed the intended procedure for inspection. The device was used with an olympus videoscope bf-q170. There was no report of patient injury associated with the event. The device was returned to olympus (B)(4), because an olympus field service engineer visited the user facility and the reported phenomenon was reproduced. Olympus inspected the device at the service department of (B)(4) and found that after performing the white balance adjustment using gauze, the front panel was blinked and the lamp error e105 was displayed on the monitor. Error code e105 means that the video system center is damaged.